Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2024-73147, 2017865-2024-73148, 2017865-2024-73149, 2017865-2024-73150. It was reported that the patient presented for a clinic follow-up visit for a device check with a pocket erosion. The pocket had eroded since the previous generator change. The device and leads were found visible from the opened incision site of the implanted device pocket. The entire system, including the pacemaker, right atrial lead, right ventricular lead, left ventricular lead, and a capped right ventricular lead, was explanted. The system was replaced with a temporary lead and a single-chamber pacer on the same procedure date. The entire system was replaced on (B)(6) 2024. The patient remained in stable condition.

Manufacturer narrative:
Correction: the correct investigation conclusions should have been "no problem detected", rather than " cause traced to non-device related factors.". The correct analysis conclusion in section h11 should have been "the product was returned and the visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted.", rather than "a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device."

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.